Event description:
It was reported that balloon rupture occurred, the 91% stenosed target lesion was located in a severely tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, device failed to cross the lesion due to calcification and the balloon burst. The device was completely removed. The procedure was completed with another of the same device. No complications nor injuries reported. The patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 1mm distally from the proximal markerband. The device failed to inflate to rated burst pressure.

Event description:
It was reported that balloon rupture occurred, the 91% stenosed target lesion was located in a severely tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, device failed to cross the lesion due to calcification and the balloon burst. The device was completely removed. The procedure was completed with another of the same device. No complications nor injuries reported. The patient status was good.